Event description:
The manufacturer received info alleging a ventilator was audibly alarming. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.